Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0zrpw, implanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# va0zrpw, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the lead was explanted due to an infection. It was confirmed that the implantable neurostimulator (ins) and extension remain implanted. It is unknown when the issue began occurring.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0zrpw , implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer representative (rep) reported that the implantable neurostimulator (ins) and extension was explanted on (B)(6) due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.